Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (germany) ipg is low and unable to communicate with the charging system. As a result, the patient has lost stimulation. In turn, the patient may undergo surgical intervention at a later date. It was noted the physician did not consult with the sjm representative in regards to the plan of intervention. The implant dates for the following devices are unknown: model: 3183, scs lead, model: 3386, scs extension.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further information provided revealed the physician did not invite the sjm representative to the procedure. As such, it is unknown if the patient's scs system will be or is explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted approximately in (B)(6) 2015 and replaced by a competitor's device.